Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a valve replacement, the thread broke and was replaced with another one to tie off the broken end. There was no patient injury.